Event description:
The patient experienced pain in the buttock area related pressure on her sacrum from the implantable neurostimulator (ins). In 2008, the patient had a revision of the subcutaneous pocket, repositioning of the ins from the left buttock area to the left abdominal area. At the time of the follow-up appointment, which was approximately 2 months later, the patient verbalized 50% improvement in pain since starting stimulation. The health care profession discussed expectations of treatment with the patient and planned explore programming strategies to further improve the patient's pain level. The patient outcome was reported as "no injury".